Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During preparation for radiofrequency ablation a intellanav mifi open-irrigated ablation catheter was selected for use. While completing the connections, the irrigation port was broken off. No excessive strength was applied. The device was not used on the patient. The catheter was replaced and the procedure was completed without any complications. The device is expected to return.